Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported the proximal aorta was 21-19-20 mm in diameter. The right iliac artery was 18 mm in diameter and there was 20 mm between the bifurcation and the right hypogastric artery. The left iliac artery was 16-17 mm in diameter. The femoral arteries were 7-8 mm in diameter. It was reported that a recent CT revealed that there was a possible type iii fabric endoleak in the endurant stent graft bifurcate or a possible type ii endoleak. There was contrast observed at the level of the flow divider near the origin of the inferior mesenteric artery and lumbar arteries. Currently the aneurysm is 6.4 cm in diameter. No clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. Information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film review: the cause of the reported type iii endoleak seen near the level of the flow divider could not be determined from the films provided. CT¿s returned from 56 months post-implant revealed no obvious proximal or distal endoleak. Near the level of the flow divider the stent graft od within the distal neck which was extensively calcified measured ~21mm. There was ~25mm of contra limb overlap seen within the gate. Although a type iii fabric endoleak cannot be ruled out, no clear endoleak was observed near the bifurcate flow divider. Possible contrast was seen near the flow divider within the top of the sac, along the calcified posterior distal neck. However, this may have been reflectance from calcification or from a stent graft marker band artifact. Non-contrast studies were not available for comparison. A lumbar artery was seen near this same area along the posterior aorta which may have also been feeding the aaa. No other stent graft issues were observed.